Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported than an occlusion alarm occurred. Customer gave themselves a bolus to solve issue. Additionally. It was reported that the pump battery could be charged. Customers blood glucose was 170 mg/dl. Reportedly, customer will continue to use pump until it dies, then customer will revert to an alternate method of insulin delivery.